Event description:
Customer using aviva system reported a blood glucose result of 80 mg/dl, self-treated symptoms with juice, 11 minutes later retested blood glucose was 162 mg/dl. Retest result in less than 10 minutes from 162 mg/dl was 70 mg/dl, self-treated with juice and candy. Retest result less than 10 minutes from 70 mg/dl was 144 mg/dl. No adverse event reported. A request was made for the return of the system, replacement was sent.